Event description:
Customer reports in 2004, in the afternoon @ 3:30 pm, the CT nurse went in the room after an injection and disconnected the coiled tubing from the patient. She then noticed while moving the ceiling suspension arm away from the patient that it felt "loose". At that point she called over the CT tech, and she moved the powerhead in a normal manner toward the wall. At this point no one knows exactly what happened, but the steel moveable part of the arm where the elbow joint is (this is a fixed ceiling column on a short column) snapped and broke off.

Manufacturer narrative:
Liebel - flarsheim manufacturing report: the returned suspension arm was evaluated by l f product engineer. They were able to determine that this arm was the old style replaced by the recent recall. The new arms are a stronger design. This hospital received two letters from l-f concerning the recall, no response was received. Suspension replaced and system returned to full service by the customer.